Manufacturer narrative:
Implant regio 13 fractured. Construction was a removable prosthesis in the upper jaw placed on three implants. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant. Resubmitted due to submission error.

Event description:
Implant fracture.